Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported that she is receiving air bubbles in her insulin cartridge. She stated that she had endured some strenuous exercise and afterward tested her blood glucose and it was 300 mg/dl. She stated that her target blood glucose range is 100-130 mg/dl. At that point she examined the infusion system and noticed that there were several bubbles in the insulin cartridge. The pt reported that it looked like "seltzer water". She stated that she immediately changed all of the infusion device accessories and administered an extra 6 unit bolus through her infusion device. The pt did not report any symptoms of her elevated blood glucose. The pt did not report requiring any assistance from a healthcare professional or second party to address the issue. No product will be returned.